Event description:
It was reported that during surgery the device was not cutting properly and required the graft to undergo modification to salvage it. No harm was noted to have occurred to the patient but a 20 minute delay where the patient was under anesthesia did occur. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This complaint has been recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted.

Manufacturer narrative:
This complaint has been recorded under (B)(4) review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information